Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent cartridge alarms occurred during the load process for the past year. There was no impact to the customer's blood glucose level. Reportedly, the customer was sometimes able to successfully load an old cartridge. It was noted that the customer would contact their healthcare provider to obtain backup insulin therapy.